Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the main processing unit (mpu) circuit board to resolve issue, hard drive was reimaged and the software was reloaded. It was also noted that the left keyboard hinge was broken, the radiofrequency (rf) connector was loose on the link electronic module (lem) circuit board and the system fan was intermittently noisy. (B)(4).

Event description:
It was reported that while attempting to connect to the software distribution network (sdn) to update software, the programmer generated an error. The power was cycled and the error cleared however it recurred when the update was attempted again, and it could not then be cleared. The programmer was returned for service. It was analyzed and tested out of specification. There was no patient involvement.